Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and to call back if malfunction alarm occurred again, which customer acknowledged and understood.